Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the right atrial lead exhibited loss of sensing and loss of capture due to lead dislodgement. The lead was explanted and replaced. Patient condition was stable throughout.